Manufacturer narrative:
(B)(4). A wallflex biliary stent and delivery system were received for analysis. The stent was received fully covered and undeployed. A visual examination of the returned device found the stent cover was damaged (holes). The outer sheath was detached from the guidewire access sleeve (gas) section. The inner sheath was kinked in several sections. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. The outer diameter (od) and length of the stent were measured and were found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy and sheath break were confirmed. Functional evaluation revealed that it was not possible to deploy the fully covered undeployed stent as it was received and the outer sheath was found deatched from the gas section. Taking all available information into consideration, the investigation concluded that the reported events and observed failures may have been related to procedural factors. It may be the technique used by the user and/or the interaction of the device with the scope could have caused the physician to feel resistance and use excessive force, which limited the performance of the device and contributed to the reported events and the observed failures. Additionally, the stent cover damage may be from the attempts to deploy the stent. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted to treat a malignant stenosis in the bile duct during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy and the outer sheath broke. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed MDR reportable event based on the investigation finding of stent cover was damaged (holes).